Manufacturer narrative:
The pipeline and the broken distal segment of the pushwire were returned for evaluation. The pushwire was found broken at approximately 7cm from the tip. Cross sectional analysis of the break surface indicated that the cause of failure was consistent with torsional overload. The cause of the incomplete opening could not be determined; however, the pipeline braid and capture coil were found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Treatment of an aneurysm located in the ophthalmic segment of the left ica (internal carotid artery). The physician stated that the patient¿s anatomy was very tortuous and reactive (often means vasospasm triggered by contact/stimulation of access devices; however, the physician did not exactly say that vasospasm occurred). The patient was found unresponsive to plavix and brilinta. The patient was on asa and prasugrel. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4.75mm x 12mm) was navigated to the m1 segment and unsheathed. At that point, the physician stated the pipeline was not responding to the pushwire or the microcatheter and it appeared to not open on the proximal end. The pipeline was removed by trapping the braid between the capture coil and the catheter. A second pipeline (4.75mm x 12) was then placed with the distal edge in the p-comm (posterior communicating) artery this time. The physician was able to maneuver the pipeline into proper position relative to aneurysm neck. The pipeline released from capture coil, but the proximal end would not open. At some point, the pusher wire broke off. The physician was able to retrieve the pipeline with a snare and the case was aborted. The patient's condition was not directly compromised. There was no injury to the patient at the time. The following day on 02 dec 2014, the patient had a second procedure. During this procedure, the pipeline (4.75mm x 12) would not release from the capture coil and it was removed from the patient. Another pipeline was then successfully implanted without incident. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00770 and 2029214-2014-00772.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device has not been returned for analysis; therefore, the event cause could not be determined.(B)(4)